Manufacturer narrative:
Device code (B)(4) relates to (B)(4) for the evaluation findings of exit marker bunched. Investigation results: a visual examination of the complaint device revealed that the exit marker was moved forward from the shaft and was over the balloon. It was noted that the exit marker was bunched up on both sides. Also, there were no visible issues with the shaft. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2017-02694 pertains to the first cre wireguided dilatation balloon and manufacturer report # 3005099803-2017-02696 pertains to the second cre wireguided dilatation balloon. It was reported to boston scientific corporation that two cre wireguided dilatation balloons were used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, there was difficulty in removing/withdrawing the balloon from the scope. The same issue occured with the second dilatation balloon and the procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Investigation results revealed that the exit marker bunched, therefore this is now an MDR reportable event.